Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer's blood glucose (bg) level was "high", although specific value was not provided. Bg was addressed via correction injection via manual dose injection. Reportedly, the customer was using a non-tandem charging cable in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.